Event description:
It was reported that the patient presented for a lead revision procedure. Prior to the procedure, valve interaction was observed due to the anatomy and initial positioning of the lead. The event was identified via echocardiography. The lead was explanted and replaced as a result. The patient's condition was stable.